Event description:
Customer reported receiving an error alarm every time he changes the insulin pump's battery. Blood glucose level was 134 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Insulin pump passed the self test. No alarms noted. The test minilink transmitter communicates properly to the insulin pump. No unexpected lost sensor alarm noted. An alarm occurred after battery change due to faulty connector on interface board. Insulin pump had minor scratches on display window, cracked display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.